Manufacturer narrative:
The catheter for the ablation system was returned to the manufacturer for evaluation. Testing found that the catheter had been burnt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a prostate tissue ablation, the catheter for the ablation system was found to be charred. It was reported that the issue occurred on the second ablation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.